Event description:
As reported from our affiliates in (B)(4) this was a case of a 23mm sapien 3 transcatheter heart valve in aortic position by transfemoral transeptal approach. After balloon aortic valvuloplasty (bav) with a non-edwards balloon, the blood pressure did not rise back up to normal and stayed low at approximately 60/40mmhg. Noradrenalin was started, and there was some response. The 23mm valve was implanted and looked good in angio with an 80/20 ratio in the annulus. The patient was conscious but felt nauseous and dizzy because the blood pressure did not rise after rapid pacing. Transthoracic echocardiogram showed a pericardial effusion and, soon after, the patient went into tamponade. After having attempted to stabilize the patient, he was rushed to the ER and underwent surgery. The operation went well. During surgery it was seen that the tamponade was caused by a ventricular perforation caused by the stiff wire. It is unknown when the ventricle was perforated but likely before the valve was in the patient. Per the reporter, there was absolutely no issue with any edwards device.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.